Event description:
Customer emailed stating that they had a bed frame that was bent.

Manufacturer narrative:
The problem that came in on (B)(4) 2014 was for a bed frame that was bent. A follow-up email was sent on (B)(4) 2014 asking for pictures of the bent frame. The customer did not respond to the follow-up email nor did they send pictures. On (B)(4) 2014 the customer sent an email stating the bed was packed up and ready to be picked up. On (B)(4)2014 an email was sent asking the customer if the bed frame had been picked up, there was no response from the customer. On (B)(4) 2014 the bed frame was delivered back to primus. Upon return, the bed was visually inspected and found to have a break at the head section actuator bracket-to-frame weld. The customer gave no indication that the weld was broken when reporting the issue. Metallurgical analysis report, dated (B)(4)2011, on two removed sections from the bed-frame where the weld broke state both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s] platter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory however penetration into the tube was minimal; and examination of the wear pattern on the level holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizonal. The failure appears to have been caused by the application of an overload stress with an undetermined bending moment. The welding deficiencies did not cause these fractures but may have been a contributing factor. This problem has been assigned CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.